Manufacturer narrative:
H3 and h6: philips field service engineer (fse) and clinical specialist (cs) went onsite. During the investigation it was confirmed by the clinical engineering supervisor and the ICU manager that the monitor had not contributed to the reported death. The clinical staff requested assistance in pulling the clinical audit log from the central station for the event. Per the onsite biomed, a trauma patient was to be transferred from the emergency department (ed) bed edtr-a to ICU bed 8. The ICU nurse admitted the patient to the ICU bed 8 sector, however, the patient was still physically located in the ed. This caused the ed monitor the patient was still connected to go into stand-by mode and as a result, the ed monitor did not generate any alarms indicating the patient's worsening condition. The biomed and ICU manager confirmed that they had recreated the steps taken prior to the patient¿s death and were able to reproduce the same results that lead to the incident. The customer stated that they would reach out to the cs when they had decided on a plan of action that required the reconfiguration of clinical settings and/or reeducation of the clinical staff. It is considered that this issue was resolved by the field service engineer and clinical specialist instructing the customer about the monitor behavior. The device worked as intended and there was no malfunction of the monitor. This event represents a work-flow issue at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx500 patient monitor did not generate any alarms on (B)(6) 2020 for the patient in ed bed edtr-a. The patient died. No further patient details, such as gender, age, height, and weight, had been made available at the time of this report.